Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient may have experienced a syncopal episode during a right ventricular automatic threshold test. Review of device data indicated the device may have been operating appropriately but was not optimally programmed for this patient. No further information concerning this event is available. The pacemaker remains implanted and in service. No additional adverse patient effects were reported.